Event description:
The pt presented with symptoms of an allergic reaction at the treatment sites after treatment with bovine collagen. The physician prescribed oral benadryl followed by another prescription for an oral medrol dose pak.